Event description:
Journal reference: faucheron jl, bost r, duffournet v, dupuy s, cardin n, bonaz b. Sacral neuromodulation in the treatment of severe anal incontinence. Forty consecutive cases treated in one institution. Gastroenterol clin biol. May 2006;30(5):669-672. Sacral neuromodulation is a recognized therapeutic option in severe anal incontinence from neurogenic origins, when medical treatment has failed. Twenty nine patients had a positive test and were implanted. Reportable event: one patient had sudden worsening of the functional results associated with a sensation of electrical discharge and burning in the buttocks when the amplitude was increased, confirmed diagnosis of a displaced electrode. This complication was confirmed by tdm and a anew electrode was successfully implanted under general anesthesia. The cause of displacement was not identified. See mfg report # 2182207-2008-07948.